Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of will not turn on. There was no report of serious injury or harm. There is no medical intervention was specified. During the investigation, manufacturer observed a dust-like contaminant on the water tank lid, water tank seal, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate spring, and bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits were observed on the ui display bezel, top enclosure, center enclosure, iso port, pca, heater plate, heater plate spring, and bottom enclosure. The top enclosure screws were observed to be corroded, likely due to liquid ingress. The iso port was observed to have a brown contaminant on it. The pca was observed to have corrosion to it, likely due to liquid ingress. The issue of liquid ingress to the pca has been previously investigated. Hair-like particles were observed on the inlet/outlet seal and bottom enclosure. The manufacturer service center concludes customer complaint was able to be reproduced.